Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the battery inside their body moved over to the side and having trouble charging the ins. Pt said they are on their way to the doctors (hcp) office to have their device checked and disconnected the call. Agent called the patient back in attempt to get the event date and hcp but the patient sounds like they don't want to be on the phone and was in a hurry.

Event description:
Additional information was received from the patient. The reason for call was caller reported that the patient needed to have an MRI done at a local radiology facility, but they were unable to get the implant charged. Caller said the patient had trouble finding the right spot to place the recharger over the implant. Caller also said that the implant had shifted and was giving the patient great pain. Caller mentioned that they spoke to the patient's pain management doctor and they said they could take the implant out, but the patient still needed the MRI done. Agent reviewed MRI guidelines and explained that MRI mode would not be able to be performed unless the implant was charged and put into MRI mode. Agent had caller start a charging session of the implant and caller reported seeing no device found. Caller pressed recharge and was able to start recharging the implant with good quality, controller 100% implant 30%. Agent advised caller to recharge implant then call back to review MRI mode. The troubleshooting steps that were taken on the call resolved the reported issue. Caller stated charge issues began 6 months ago. Patient rep commented the implant battery has moved around over the years and use to be in the middle of the back and the implant battery was on the side. Patient rep commented now the implant battery was oblong. Agent reviewed role of mdt rep. Patient rep mentioned the patient commented they never got that much relief from the scs. Patient rep mentioned the patient got a shot from their hcp for their back and they got relief. Patient rep mentioned the patient wants their implant removed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.